Event description:
During follow-up in 2000, signs of early battery depletion after one year of service was observed. The pt is scheduled for evaluation in 1 month. During evaluation 1 month, early battery depletion was observed. The decision was made to explant the device. St. Jude medical learned on 03/2001 that the device had been explanted in 2001.